Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A straight cup inserter was returned for evaluation. As returned, the lead threads of the hex bolt are fractured and missing . Thread damage is too severe for thread gauging. The device exhibits wear & tear device expiration date was filed on initial report, however, as this instrument is not sterile it was filed in error and should be disregarded. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent a initial hip procedure due to unknown reasons. The screw that connects the shell to the handle broke while impacting the trial cup. No pieces fell into the patient, no revision procedure has been reported to date. Attempts have been made and no further information is available at this time.